Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event detail, the symptom was caused by single use spheres not being installed correctly. The software functioned as designed.

Manufacturer narrative:
A medtronic representative clarified the serial number and device manufacture date provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). In trouble-shooting, immediately following the procedure, the medtronic representative identified 3 of the 4 spheres on the sterile reference frame were not fully seated. This is believed to have contributed to the alleged inaccuracy of the system. On 06/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon registered the patient using pointmerge with an error metric less than 2.0 and the yellow sphere of accuracy encompassing the tumor region. The tumor was superficial (near the dura) and in the frontal area. After going sterile, the surgeon made the incision based on navigation and alleged being 1 centimeter too far anterior. The surgeon successfully resected the tumor with the bone flap that was initially created. The surgeon was only planning use navigation for creating the incision and bone flap. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.